Event description:
A customer reported a past low blood glucose event with an unknown cause, occurring earlier in the day before contacting support. The lowest reported blood glucose level was 46 mg/dl, which is considered low. Customer did not require assistance from a third party and was using software with the control-iq feature enabled at the time. Customer declined additional resources for successful pump management. Recommendation was made to consult with a healthcare provider regarding diabetes management.